Manufacturer narrative:
One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath was received with a partially mated arteriotomy locator. An unused and unpacked carrier tube assembly was returned separately. The arteriotomy locator was fully inserted into the hemostatic sheath and the blood inlet holes aligned as intended. Visual inspection of the tip of the arteriotomy locator was inspected, and revealed there were no anomalies. The tip of the hemostasis sheath was then inspected, and slight deformation was observed. It is likely that the resistance felt by the user during insertion into artery led to this deformation. The outer diameter of the hemostasis sheath, and the outer diameter of the locator was measured. All measurements were within the manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely improper mating may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier: requested, not provided; date of birth: requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the doctor unpacked the angio-seal device and inserted into the patient's body. There was resistance, and the sheath could not be inserted into the vessel. After the doctor removed the angio-seal out of the body, he found the distal part of the angio-seal was not smooth. They then replaced the device with a new one, and the doctor to completed the surgery. There was no patient injury or surgical intervention. The blood loss was less than 250cc. The patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2018. The procedure performed for the patient prior to use of the angio-seal was an embolization. A 6fr sheath was used. There were difficulties, the sheath of angio-seal was failed to insert into the artery. A pre-deployment angiogram was performed. The sheath cannot be inserted into the artery due to the unsmooth surface.